Event description:
Based on info reported to davol: on (B)(6) 2012 - during a laparoscopic ventral hernia repair, the surgeon had completed the surgery and removed the balloon device and one of the connectors that secures the balloon to the mesh remained in the abdomen. The connector detached from the echo device and was pinned on the anterior side of the mesh. The surgeon used a grasper to poke at the applicator until there was enough of it sticking out of the mesh for him to remove it.

Manufacturer narrative:
The device was returned and is in the process of being evaluated. A f/u MDR will be submitted when the eval has been completed.